Manufacturer narrative:
This supplemental report is being submitted to provide the product return date. Updated fields: d9

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope image disappeared during angulation. The issue occurred during setup/inspection for use. There were no reports of patient harm.